Event description:
Piston does not hold the vacuum when withdrawing fluid and the fluid runs out of the syringe. This is a recurring problem. Multiple reports have been submitted to the manufacturer and product has returned. The problem continues and is unresolved.